Event description:
It was reported that therapy had not been working for a while. The patient stopped feeling stimulation over a couple months ago. The patient was urinating quite often, wore pull-ups, and could hardly make it to the bathroom. It was stated that the issue became worse after the patient stopped feeling stimulation. It was later reported that the replacement programmer did not connect with or without the antenna attached. The patient denied any falls or trauma lately. The patient just got over ovarian cancer and had an appointment with the oncologist on monday ((B)(6) 2013). It was noted that the patient was just diagnosed with early stage parkinson¿s disease. The patient had a history of falls and had broken both ankles and other bones.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v570355, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).